Event description:
It was reported to boston scientific corporation in 2008, that a jagtome rx device was used during an endoscopic retrograde. Cholangiopancreatography (ercp) procedure performed the day prior. According to the complainant, the cut wire did not bow as intended and incorrectly orientated to the right. Procedure completed with a different device (wilson cook omnitome). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of this procedure was reported to be "fine".

Manufacturer narrative:
Other: (incorrect bow and orientation). A visual inspection of the returned device revealed that the working length was twisted and the exposed cutting wire was bent. A functional eval revealed that the device met the bowing spec of 90 degree minimum, however, the bend in the cutting wire was still exposed when the device was bowed. Although it was found that the initial tip orientation was out of the product spec, the orientation could be adjusted to be within product spec by rotating the device handle. The cause of the reported malfunction is undetermined.